Manufacturer narrative:
The cobas e411 disk serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys anti-tshr assay on a cobas e 411 analyzer (disk system). The initial result was 2.4 iu/l. The 1st repeat result was 2.5 iu/l. The customer's results were interpreted as positive for anti-tshr; the patient does not have graves¿ disease-like symptoms. The sample was sent to an outsourced laboratory and repeated on a cobas e 801 analyzer. The 2nd repeat result was 1.4 iu/l and interpreted as negative for anti-tshr.

Manufacturer narrative:
Based on the information provided, the event was consistent with a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.